Manufacturer narrative:
Additional narrative: returned product and retains from the same lot were evaluated with no issues detected.

Event description:
(B)(6) 2015 - the mother of the end user reporter that her (B)(6) child had a small blister, her diaper had worn on her hip and she used the device to cover it to keep it from getting worse. After using the device, she is now covered in blisters from everywhere the device touched. She was taking the child to the doctor as he has nasty sores on her.